Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient experienced blood glucose (bg) excursion while on pump therapy. It was reported that emergency services was initiated. The patient was hospitalized and treated with intravenous fluids and glucose by medical professionals at the hospital. No bg values or specific symptoms related to the bg excursion were provided. Reportedly, the patient was in a coma from (B)(6) 2015 and the reporter believed an urinary tract infection was the cause for the coma. At the time of the call the patient was transferred to a different hospital and remained hospitalized. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of bolus deliveries showed that they were correct and as programed. Review of basal deliveries showed that basal history matches the active basal program settings, but basal delivery totals in total daily delivery showed a 0.5 unit discrepancy vs. Manually calculated total. Troubleshooting was not able to resolve the issue. This complaint is being reported because the patient experienced bg excursion requiring medical intervention due to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. The returned meter remote powered up and functioned properly. No error message related to the complaint was found in the meter download. The meter paired with the pump successfully and delivered a bolus successfully. Review of the pump¿s black box data found a couple of replace cartridge alarms. One on the event date and delivery resumed about an hour later, one four days prior and delivery was resumed about hour and a half later. No alarms related to the complaint was found. Total daily delivery added up correctly, it reflected the user¿s programmed basal and bolus deliveries. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were delivered and recorded correctly. Unrelated to the complaint, the cartridge compartment was damaged near the threads area but the cap was able to secure properly onto the pump. The display was found to be dim and discolored. The keypad cover was torn and the buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.